Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device (B)(4) is in process; the results will be forwarded when available.

Event description:
It was reported that the 4194 lv lead had intermittent capture at max output. The device had possible premature eri. A new device was implanted and the 4194 lv was plugged into the new device but the lv function was turned off due to high pacing thresholds. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the 4194 lv lead had intermittent capture at max output. The device had possible premature eri. A new device was implanted and the 4194 lv was plugged into the new device but the lv function was turned off due to high pacing thresholds. No patient complications were reported as a result of this event.